Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the charged couple device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had faulty image (white color only). The issue occurred during set up/ inspection for use. There were no reports of patient harm.